Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the patient experienced extracardiac stimulation. The lv lead was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2021; 4470 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.